Manufacturer narrative:
The inappropriate "check electrodes" message was duplicated. However, the reported problem of "no ECG and a blank screen" was not able to be duplicated by zoll's technical service department.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device sometimes had no ECG and a blank screen and sometimes had a dotted base line with no ECG trace. Also, a "check electrodes" error message was displayed on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.